Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that there was no rubber safety seal over needle in luer adaptor. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected: b5: describe event or problem: it was reported that before using the bd vacutainer® multiple sample luer adapter that there was no rubber safety seal over needle in luer adaptor. No patient impact. E1: initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing sleeve was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter that there was no rubber safety seal over needle in luer adaptor. No patient impact.